Event description:
Additional information received from a manufacturer representative. It was reported that the ins site remained sore and the patient felt that there was "tugging" across their side. The patient was seen in the clinic on (B)(6) 2026. The ins was interrogated and impedances were all within the normal range. They were seen by a consultant, queried infection, and blood tests were taken. The patient was reprogramed but it was still heating up after use. The ins had remained off since (B)(6). The consultant agreed to remove the ins and move the ins site to the patient's abdomen. The ins was to be collected and returned for analysis. Surgical intervention was planned, but not scheduled. It was also reported that the patient's lead was heating.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9 device evaluation: analysis found no significant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing heating sensations at their implant site, and they also felt like the stimulation was off at times. The healthcare provider (hcp) called again on (B)(6) 2025 describing the same issue. The hcp stated to the manufacturer representative (rep) that they now have a second patient in a row call to report their implanted neurostimulator (ins) was heating up and causing a severe burning sensation (excruciating pain) while asleep. This patient has a 2×8 lead system with an inceptiv ins, replaced on (B)(6) 2025. She was awakened by the intense burning, applied an ice pack to the area, and felt the entire system shut off. It reportedly turned back on about an hour later, even though the controller showed it could not connect. She previously attended a & e over the weekend with the same complaint. There are no signs of infection or redness around the implant site. The patient also reports that when the battery was low, the device tends to heat up. The program continues to switch off on its own and then reactivate after an hour or, at times, after a full day. Technical services (ts) stated that a heating sensation can have multiple causes and could indicate that there was something wrong with the integrity of the system. Based on the description of the case, it is possible that there is an (intermittent) integrity issue, such as a fluid short or open/shorts present in the system. This can also cause the loss of stimulation sensation. Another possibility could be the presence of intermittent opens/shorts in the system. If the patient can be seen in the clinic, additional tests may be performed to better understand the situation. From a troubleshooting perspective, ts would recommend palpating the system when the ins is on, and when the stimulation was off (if medically appropriate), to see if then the heating sensation can be provoked. This can help us to get a better understanding if the sensation might be related to the system or not. As a next step, we would recommend to verify the impedances for any abnormalities by performing an impedance test. In case the impedance results turn out to be in-range, it could always be considered to perform multiple impedance tests, each when the patient is in a different body position (e.g. Sitting, standing, laying) with the aim of trying to capture potentially affected electrodes, if any (please feel free to share these results with us). In case of an intermittent issue/fluid short, this may help capturing the issue in the impedance results. Next, they could consider to perform an x-ray to verify the system¿s integrity. The x-ray can be assessed to see if there are loose connections, a broken lead/extension (note: this may not always show on the x-ray). Based on the impedance test results and the x-ray, they can try to program a different electrode configuration to see whether this may resolve the heating sensation. The issue has not been resolved. Additional information was received. The rep did speak with one of the technical teams and they did guide them through with these questions. However, the rep had reviewed this patient in the hospital and the scs was switched on, and we could not palpate the battery site due to the pain. The program was working well, and the impedances are all within the normal range. The patient states that the below explained symptoms happen especially when the battery was going low and sometimes the whole program switches off and takes 24 hours to turn back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that there was a mistype and meant "patient battery" when asking for the lead heating information. Follow up is being performed to obtain clarification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was clarified that only the ins was heating, not the lead. The ins was removed.